Event description:
Complainant alleged that while attempting to cardiovert a patient (age and gender unknown) the device did not sync with patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.